Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 270 mg/dl, 119 mg/dl, and 124 mg/dl; 243 mg/dl and 105 mg/dl. The comparisons were performed on the same date, 5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Based on previously reported adverse events (manufacturer report #1831750-2010-01872 and 1831750-2010-01873), an evaluation was performed on all remaining wall saver recliners located at this facility. This evaluation found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.